Manufacturer narrative:
The suture returned did not display a "broken" condition.

Event description:
The device was used for abdominal closure. The suture broke. The surgeon applied another device to complete the procedure. The hosp reported that no pt injury had occurred.